Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted body fluid contamination in the lead barrel, and a hole in the seal plug; however, this did not impact device function. Review of the device memory noted the episodes recorded on the date of death have been overwritten. The device was left in monitor plus therapy mode after explant and recorded multiple additional episodes due to sensing noise. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient implanted with this device died approximately six weeks post-implant, prior to a planned six-week device check. The device was explanted due to cremation; however, therapy was not programmed off before the explant occurred, and episodes that were stored on the date the patient died were over-written with noise episodes. It was suggested in the user report filed by the hospital that the device did not function correctly. At this time it is reported that an unidentified device problem may have contributed to the patient's death. The field representative learned that on the date of death the device had delivered one shock and one anti-tachycardia pacing (atp). The device was returned for analysis.